Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the surgeon identified in an x-ray that the spacer has migrated. It is reported a revision surgery was planned for (B)(6) 2015, however it has not been confirmed if the revision was performed at this time.

Manufacturer narrative:
The sales associate provided additional information regarding the revision surgery. The 18mm zyston straight spacer was explanted on (B)(6) 2015 and replaced with an 18mm zyston curve spacer. He also provided the explant date, part and lot numbers and patient identifiers. Fields were updated based on the receipt of additional information.initial reporter, added surgeon's first name and middle initial, facility name and address

Event description:
The sales associate reported the 18mm zyston straight spacer was explanted on (B)(6) 2015 and replaced with an 18mm zyston curve spacer.